Event description:
It was reported that there was no ECG waveform on the screen. Heart rate reading appropriately. The staff attempted to manually gain the ECG and change leads without success. Volume set to 15 cc 50% per dr. Acker orders. As a result, the console was exchanged and the ECG was present. Same leads and cable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that there was no ECG waveform on the screen. Heart rate reading appropriately. The staff attempted to manually gain the ECG and change leads without success. Volume set to 15 cc 50% per dr. Acker orders. As a result, the console was exchanged and the ECG was present. Same leads and cable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "intermittent loss of ECG signal" is confirmed. The returned ECG cable assembly was found to have an intermittent connection. The root cause of the complaint is undetermined. The complaint is isolated; there are no other complaints with this finding from this product family. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that there was no ECG waveform on the screen. Heart rate reading appropriately. The staff attempted to manually gain the ECG and change leads without success. Volume set to 15 cc 50% per dr. (B)(6) orders. As a result, the console was exchanged and the ECG was present. Same leads and cable. There was no report of patient complications, serious injury or death.